Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with rainbow glare in the right eye post lasik. The patient's vision is doing well but notes some mild rainbow hue when looking at lights. The patient was instructed to continue post-operative drops as planned. The patient is healing well and rainbow glare should improve. Artificial tears were directed to be used every two hours while awake. Topical antibiotic/steroid drop is to be used three times a day and protective shield worn.